Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information on resetting the pump and guided the caller through the process, which resulted in the successful start of their sensor session.